Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient has low readings on the cgm but when she checked a manual bg the value was 589 mg/dl. The patient was irritated sleepy and sweating during the time of the report and was on the way to the emergency room with her husband. No other information was provided. Follow up contact with the patient was made with the patient on (B)(6) 2025. It was reported that when the patient arrived at the ER, she was given insulin. The patient was in the ER for less than 24 hours and went home the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the intitial MDR, clarified information was provided. It was reported that when the patient was at home having symptoms, the cgm was displaying 90 mg/dl. A bg was checked and the value was high (no specific value provided). At the hospital, a bg was checked and it was 589 mg/dl but the patient could not recall what the cgm was displaying. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.